Event description:
The one touch ultra meter would not power on when the test strip was inserted, and also would enter the memory when attempting to perform a test. For an unspecified time period, the reported meter would not power on when the test strip was inserted. The pt also stated the meter would display the results in memory when he attempted to perform a blood test. The pt was unable to obtain a blood glucose result. On march 25 or 26, 2006, in the afternoon, the pt experienced symptoms of blurred vision and dizziness, and contacted emergency services. The pt did not attempt to use the reported meter while symptomatic. The paramedics tested the pt's blood glucose level, result unk. He was treated intravenously with an unk medication, and transported to the hospital. It would have been helpful to determine the time frame of the power issue, the blood glucose result obtained by either the paramedics or the emergency room physician, the specific treatment given, the pt's previous blood glucose results on the meter, what meals or medications had been taken prior to the event, and his medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt was using the correct test strips and testing technique. The cca was unable to resolve the issue by troubleshooting. The meter, test strips and control solution were replaced. The pt became hyperglycemic and was unable to obtain a blood glucose result due to the power issue on the reported meter. He required emergency medical attention and intravenous treatment. Therefore, this complaint is being reported as an adverse event.